Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom knob on the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken knob; the upper case was broken around the menu encoder and the menu knob was missing. Analysis also noted the hanger was broken, the battery drawer was sticking, a case plug had tool marks, and some of the case plugs were inserted farther than designed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.